Event description:
The enterprise vrd could not be advanced through the prowler select plus (catalog/lot unk) due to tremendous friction. When retracting the enterprise system, although the introducer was seated properly and secured with the toughly borst adaptor, the stent dislodged in the hub of the prowler microcatheter (mc). Therefore, the entire system (mc and enterprise) was removed from the pt. Another prowler select plus ((catalog/lot unk) and enterprise stents (37mm and a 28mm) were used to complete the procedure. It was clarified that there was no dissection or pseduo aneurysm related to the enterprise stent, but that the enterprise stent was being used to treat an internal carotid artery (ica) with a pseudo aneurysm in the petrous portion of a male. It was reported that the mc and enterprise system were both prepped and utilized according to (IFU) instruction for use. The mc was not re-shaped, and a constant and dedicated flush was maintained at all times. The mc was not places at an acute angle. After removal from the pt, no other damages were noted with the either product.

Manufacturer narrative:
Both products were discarded at the hospital and therefore , are not available for analysis. The lot number of the prowler select plus microcatheter is not known; therefore, a device history record (dmr) review cannot be completed. Clinical factors may have contributed to the reported resistance between the prowler microcatheter (mc) and the enterprise vrd system, however, base on the available info and without the return of the products, no conclusion can be made.